Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5152679, mw5152680.

Event description:
Related manufacturer reference number: 2017865-2024-39266. Voluntary medwatch received states it was reported that the patient presented in clinic for a follow up. Device interrogation revealed unspecified oversensing on the atrial (ra) lead and lead impedance issue on the right ventricle (rv). No changes or intervention were reported. The patient condition was unknown.